Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customers current blood glucose level was 39 mg/dl at the time. Customer has stated they were originally treating for hyperglycemia, and they used manual injections as a treatment. Customer was instructed by the nurse to deliver 8.0 units to lower the high blood glucose levels since the device was not working at the time. When customer began receiving low blood glucose levels, customer noted the device may have malfunctions and is over delivering. Customer was advised to contact the healthcare provider about the causes of low blood sugar. Nothing was returned or shipped.

Manufacturer narrative:
The correct information has been provided with this report.